Event description:
On (B)(6) 2009, the patient reported experiencing air bubbles in the infusion tubing after disconnecting from the infusion site. He stated that he did not notice any damage to the infusion sets. He was educated on using room temperature insulin and correctly adjusting the piston rod of the infusion device prior to inserting the insulin cartridge. No physiological effects were reported. A request for additional training was submitted. The patient stated that he would use injection therapy until he receives further training. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.